Event description:
It was reported that prior to surgery, the light source turned off automatically immediately after being powered on. The storz system was restarted; however, the issue persisted. Because the issue could not be resolved despite troubleshooting attempts, the surgery was converted to a laparoscopic approach. Patient involvement is unknown.

Manufacturer narrative:
The affected device is still in use at user's facility and will not be returned to manufacturer for evalaution. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).